Event description:
Per end user the piece is broken off that holds the wheel.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-03659 indicating the manufacturer as unknown. The actual manufactrer is kenstone metal.